Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, arrived onsite and imaging system was in motion calibration mode. Attempted motion calibration but unable to complete, stopping at tilt. Greased tilt chain, simulated motion calibration using motion control application. Attempted tilt motions and imaging system responded to commands. Restarted system, completed motion calibration. Verified system performance. Preventive maintenance recommended and to be completed 18may2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that while system was around a patient, a message appeared that the motion calibration was needed. Spine rep manually opened the gantry to remove system from over patient. Once removed from patient, spine rep attempted to perform motion calibration and the gantry extended to the left and then right but then stopped and would not move in any other direction. When button is depressed again, a "clicking" sound can be heard but the motion calibration does not continue. Spine rep rebooted system, unplugged umbilical, started mobile viewing station (mvs) and imaging acquisition system (ias) separately, and tried to invalidate home and complaint persisted. This was occurred intra operatively. There was a patient present. No additional information was provided.